Event description:
The complainant alleged that the device would not allow the defibrillator's energy level to be adjusted. There is no indication that there was pt involvement with the reported malfunction from the complainant.